Event description:
Patient reported obtaining back-to-back blood glucose results of 442 mg/dl and 158 mg/dl, while using the suspect device. Patient indicated that, at the time the results were obtained, she was feeling like blood glucose low. Patient self-treated by eating bread and drinking juice. No patient injury was reported. Quality control testing was not performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.